Event description:
It was reported that the fiber broke during the procedure. There were no patient complications.

Manufacturer narrative:
The product was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.